Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped and replaced on june 22, 2021. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of intermittent substernal chest pressure. Device interrogation revealed that the right ventricular lead was not capturing, had high impedance, and decreased sensitivity. Programming changes were made to resolve the issue. The physician does not believe the intermittent chest pressure were symptoms related to the loss of capture. The patient was asymptomatic throughout the visit. A lead revision procedure would be scheduled in the future.